Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, prior to percutaneous placement of an endo-sof aq double pigtail stent set, the tether connected to the stent was damaged and fell off the device. Another same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. The stent, positioner, and tether of one endo-sof aq double pigtail stent set was returned for investigation in a package taped closed. The tether was detached from the stent and measured approximately 90 cm from the knot. No damage was observed to the stent. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of the device specification was performed, including of quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. Based on the available information, cook has concluded that a cause for this incident could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Catalog number: device is not marketed in the united states but is similar to devices marketed in the united states, for example catalog number ush-626-r. Information for ush-626-r: common device name: fad stent, ureteral, product code: fad, PMA/510(k) #: k151051. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to percutaneous placement of a endo-sof aq double pigtail stent set, the tether connected to the stent was damaged and fell off the device. Another same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.